Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infections, ear infections, shortness of breath, nasal/ throat irritation or soreness, particles in tubing/ chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infections, ear infections, shortness of breath, nasal/ throat irritation or soreness, particles in tubing/ chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center for a further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no erros found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The device was scrapped. Sections d8, d9, h2 and h3 were updated. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.